Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
Customer¿s wife reported via phone call that insulin pump had blank display. Customer's blood glucose level was 140 mg/dl. Customer also reported that insulin pump was exposed to the moisture. Troubleshooting was performed for the blank display and the display did not returned. The customer reports battery cap was neither damaged nor corroded. The customer¿s wife stated that insulin pump had keypad anomaly and the it was unresponsive. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify unresponsive keypad due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. Pump also received with cracked case behind the insulin pump near the battery compartment.